Event description:
It was reported that the user was awakened by an urgent low-soon alert indicating a glucose value of approximately 70 mg/dl and treated with orange juice, after which glucose rose to 112 mg/dl. Symptoms included low blood glucose with an imminent hypoglycemic event. Outcomes included no injury and resolution of the event after self-treatment. Investigation included customer care troubleshooting and education regarding hypoglycemia management. Investigation of this case revealed no device malfunction or component failure, and the event was consistent with user-managed hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.